Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The lead, fully extended, measured .067 inches and mechanical inspection revealed the helix electrode consistently extended within 5 turns and retracted within 9 turns. The proximal conductor was distorted at medial section at 36 centimeters, and the helix was bent. Further findings revealed the lead was stretched, and damage at implant was noted. Primary analysis findings noted no anomalies found, lead functionally normal.

Event description:
It was reported, during an implant procedure, the lead would not extend. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.